Manufacturer narrative:
Additional information regarding return part: the field service engineer sent the hv 4-4 valve and a/b assembly for testing. No leaking could be reproduced. A precision run was performed using the digoxin assay and the results were within specification. (B)(4).

Event description:
A customer had an unicel dxc 600 instrument that was leaking from the reagent probe. A field service engineer (fse) which was on site at the time resolved the leak by replacing the a/b reagent valve assembly. The customer informed the fse that erroneous patient results were generated but were not reported out of the laboratory. The customer was unable to provide erroneous patient data and could not specify which chemistries were affected.

Manufacturer narrative:
The hv 4-4 valve and a/b assembly were returned and tested. No leaking could be reproduced. A precision run was performed using the digoxin assay and results were within specification.